Manufacturer narrative:
Recall number: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11273. It was reported the patient had heating and shocking sensations at the ipg site while charging her ipg. It was reported if she put clothing between her skin it was not as intense, but the shocking then felt like a pinching sensation. A replacement charger was sent to the patient. Follow up identified the replacement charging system did not resolve the issue. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.